Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd. Unable to performed the displacement test due to cracked bleeding lcd noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Customer's mother reported via phone call that insulin pump had cosmetic damage. Blood glucose was 135 mg/dl. Customer's mother reported that pump being dropped and the screen looks burnt and was not readable. The insulin pump was returned for analysis.